Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the expiratory channel printed circuit board (pcb) and safety valve including pull magnet solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. Moreover, the fse found that the expiratory channel pcb was damaged due to liquid contamination/corrosion (corrosion marks). Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Circumstances about the source of the liquid are unknown. Our servo ventilators fulfill the standards of ip21. The reported issue was confirmed in provided device's logs. Our conclusion is that the replaced parts were the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).